Event description:
Related manufacturer reference number: 1627487-2022-01712 . It was reported the patient never received effective pain relief since being implanted. Surgical intervention took place wherein the system was explanted.

Manufacturer narrative:
Reporter phone number: (B)(6).

Manufacturer narrative:
The event of a patient experiencing ineffective stimulation was not confirmed. The lead was returned complete. Microscopic inspection identified multiple wires broken in the terminal end segment between electrodes 5,6,7 and 8 causing electrical opens on those channels. Channel 4 was intermittently open when the terminal end was stressed. Based on the degree of drag marks on the terminal electrodes and the absence of any impedance issues being reported prior to explant, the broken wires are consistent with stress the lead was subjected to during the explant procedure. The root cause of the reported issue could not be determined.